Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2002 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2001. The settings found were indicative that a faulted diagnostic test at some point and settings were partially corrected; however, review of system diagnostic testing from office visit on (B)(6) 2001 was within normal limits. It is unknown if a different programming system was used which resulted in a faulted diagnostics or whether another system was used and the settings were intentionally programmed this way. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.